Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient had a low reading close to bedtime but she did not believe that it was accurate because she lost consciousness. She said that there was one time when she got an un unspecified low cgm on the receiver, the bg was 38 mg/dl. She felt this cgm was high bias inaccurate. The patient could not recall when the cgm and bg readings were taken. She confirmed that she was still aware of what was happening around her at that time and when she was asked again if she had lost consciousness, she said she did not know. She also could not remember if she had symptoms for the low readings and did not mention seeking medical intervention, being given any treatments or medications. The patient disconnected the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.